Event description:
Blood was observed on the surface of the coulter 6c cell control vial during incoming inspection at the beckman coulter inc. (Bci) warehouse. Ppe was in effect, including gloves and protective outwear. There was no exposure to open wounds or mucous membranes. There was no injury reported and medical attention was not required.

Event description:
It was reported by (B) (4) sales representative that a 6900p, 27mm valve was explanted due to a small to large pv leak noticed through inter op echo. The surgeon also tore the left atrial appendage. A tricuspid valve was also implanted with no incident. Unknown if the device is available for return. No additional information was provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. It was reported by (B) (4) sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were sent to the sales representative via email on 05/13/10 and 07/07/10. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the rep.